Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 7 colony forming units (cfus) of unspecified revivable aerobic flora. The scope was resampled 13 days later and tested positive for 15 cfu of unspecified revivable aerobic flora. The scope was sampled again 23 days later and was positive for 90 cfu of unspecified revivable aerobic flora and 1 cfu of non-aspergillus mold. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause

Manufacturer narrative:
This report is being supplemented to provide additional information based the legal manufacture's review of the customer cleaning disinfection and sterilization (cds) processes, the results of third-party testing, the device evaluation, and the legal manufacturer's final investigation. New information added to the following fields: d8, d9 (date returned), h3, h4, h6. Corrected fields: b5 (7 cfus were found first and then 15 cfus) the legal manufacturer reviewed the customer provided cds processes and no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: jun 14, 2024 sampling from:all channels colony forming units (cfu): <1cfu/100ml bacterial identification: n/a the device was evaluated and no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined, growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation.¿ the following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 15 colony forming units (cfu) of unspecified revivable aerobic flora. The scope was resampled 13 days later and tested positive for 7 cfu of unspecified revivable aerobic flora. The scope was sampled again 23 days later and was positive for 90 cfu of unspecified revivable aerobic flora and 1 cfu of non-aspergillus mold. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation result.